Manufacturer narrative:
Based on the provided data, a specific root cause could not be determined. As the issue did not reappear after the service visit, it was assumed that the sample probe caused the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received intermittent questionable results for multiple patients over several days. Of the data provided, only the results for three patient samples were discrepant. Patient 1 initial calcium result was 1.4 mg/dl and the repeat result on the same analyzer was 9.6 mg/dl. Patient 2 initial calcium result was 0.8mg dl and the repeat result on a different analyzer was 7.8 mg/dl. On (B)(6) 2015, patient 3 total bilirubin initial result was 0.8 and the repeat result was "10 something." The customer could not provide the specific result. No unit of measure was provided. The repeat results were believed to be correct. It was unknown if any erroneous results were reported outside the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found an issue with the sample probe. He ran the same assay seven times and the results were accurate. He ran successful checks, calibration and quality control. The analyzer correlated with the other cobas c501 analyzer in the lab.